Event description:
It was reported that the patient no longer has any speech understanding with the device. She was implanted in 2009. The audio processor was working well after first activation and she had good hearing results. Two months later, the patient reported that the processor didn't work. But a check showed that it was working. A new audio processor high power was tried without any improvement. The patient is going to be reimplanted with a cochlea implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.